Event description:
When the physician pulled back a 6f angio-seal vip for deployment in the right common femoral arteriotomy, the device came straight out from the vessel. The pt experienced bleeding from the puncture site until manual compression was performed to achieve hemostasis. No consequences were experienced due to this event and the pt was reportedly stable, recovering and discharged the following day.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor leading leg was located between the sheath tip and monofold, consistent with non-deployment. No other visual anomalies were noted. The carrier tube assembly was moved into the full forward-lock position: the anchor fully exited the sheath distal tip, and the monofold fully collapsed onto the carrier tube. The carrier tube assembly was moved to the full rear-lock position: the anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. No functional anomalies were noted. The overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the case of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.